Event description:
A malfunction was reported on a customer's pump, identified by the malfunction code malf 16- 0x20e6. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support arranged to replace the pump with one featuring updated software. The customer agreed to use multiple daily injections (mdi) as backup therapy, acknowledged receiving instructions for using the new pump and returning the faulty one, and understood the process for putting the pump into storage mode before sending it back to tandem.